Event description:
It was reported that the cartridge was damaged at the shroud t:lock/luer lock, and cartridge did not fit onto the pump, interrupting insulin delivery. Customer's blood glucose level was 596 mg/dl. Customer administered a manual injection of insulin to address high bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.